Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Pairing test with nordic bluetooth device: pass. Transmitter final function tester: pass. Perform share log review: pass. The complaint is not confirmed because the transmitter passed all testing. The reported event of a loss of connection was not confirmed. The root cause cannot be determined.